Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed cable visible at the distal end of the instrument. Additionally, the instrument was found to have one bent grip, causing it to be misaligned. The offset at the tips was 1.60mm. The grips were not found to be cracked. The instrument was also found to have charring and localized melting at the yaw pulley. No conductor wire damage was observed. The instrument passed the electrical continuity test. The complaint regarding a broken cable was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: customer stated that there was no thermal damage observed and no arcing. There was no patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.